Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable pulse generator (ipg) pocket revision was completed. The ipg later exhibited "inappropriate function with myopotential inhibition." The device was extracted and the patient was upgraded to an implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.